Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of a prismaflex st100 set, an external fluid leakage at the bottom of the filter was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual sample was received for evaluation. A pressure test was performed and a leak was observed at the level of the lower blood header. The blood header was cracked (imprint 6). The reported condition was verified, the cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.